Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on another adc device. Ta customer reported an unspecified high sensor reading on the adc device compared with an unspecified reading from another adc meter. The customer noted a horizontal trend arrow, which indicates glucose is changing slowly (less than 1 mg/dl per minute). It is unknown if the customer experienced any symptoms and self- managed to consume water and sugar for treatment. There was no report of death or permanent impairment associated with this event. A sensor result of 85 mg/ dl was compared to an adc device reading of 26 mg/ dl, and the results, when plotted on a parkes grid, fell into the c zone, showing the difference in values to be clinically significant. The sensor has been worn for 3 days. It is unknown when these readings were obtained in relation to the reported adverse event.